Event description:
It was reported that a spectrum infusion pump constantly alarmed air-in-line. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant air-in-line alarms, determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.